Event description:
It was reported that prior to the retrograde intrarenal ureteroscopy surgery (rirs) procedure, the console was not switching on. There were no patient complications, however, the procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.